Manufacturer narrative:
Pae (ischemia) : the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
The pump is not available. It was explanted and thrown away. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 60 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, at time of implant in scai stage c shock. The underlying medical history was not shared, beyond the knowledge that the patient has peripheral arterial disease. After 3 days the limb became ischemic. There was no pulses in the leg. Two days later the pump was explanted and the patient survived. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.